Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative reporting the implantable neurostimulator (ins) did not work properly in the operating room (or). An impedance check with the clinician programmer was not okay, all numbers were marked black. It was unknown if there were any contributing factors. Troubleshooting/diagnostics were performed. The physician tried multiple times to clean the electrode with sterile water and then reconnect to the ins, but with no success. An impedance check was also done with higher amplitude. The physician decided to open up the back up ins and implant it. The issue was resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for (B)(4) revealed the ins setscrew was backed out too far. The setscrew was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.